Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized on (B)(6)2024 and due to hyperglycemia. The blood glucose level was high at the time of event and the patient got treated with intravenous fluids of saline and insulin and multiple daily injection. The patient was released from the hospital on (B)(6) 2024. No further information was available.